Event description:
The device was returned as a rental end due for routine services. There were no reported problems with the device. There was no reported pt harm or involvement. During the repair evaluation, it was discovered that the alarm solder joints did not pass visual inspection. The alarm was functioning to specification. The alarm assembly was replaced as a result.